Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged nose dry when filter change and device has strange odor. No serious patient harm or injury reported. The device was returned to a service center. The technician confirmed there was no visible foam degradation found during the device evaluation.